Event description:
Subsequent to the initial medwatch report, the following information was received: manual arterial compression was applied for 30 minutes to achieve hemostasis.

Manufacturer narrative:
(B)(4). Concomitant products: aspirin, clopidogrel. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment blood oozing was present from the access site. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.